Manufacturer narrative:
Concomitant product: product ID: 3889-28, lot# va0kcd9, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had the replacement completed on (B)(6) 2014. It was noted the patient had a urinary tract infection (uti) at the time of replacement and they would not know if the therapy was effective until the uti was clear.

Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy250757h ) showed ins functionally okay; insignificant anomalies. No significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a loss of stimulation and therapeutic effect. The patient could not feel stimulation on any program or level. Impedance testing, x-rays, and reprogramming were performed. The lead may have moved. Replacement was performed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.